Manufacturer narrative:
Pc-(B)(4) date sent: 4/24/2024 additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? - yes, a leak test was performed. Dr. Thoroughly completes a leak test after every case. He fills the abdomen with water and searches for bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? - yes, staple line was visualized and hemostatic during initial procedure. How many days postoperative did the leak occur? - roughly one month. How was the leak identified? - patient returned with upper quadrant pain. What was observed at the site of the leak upon reoperation? - there was bleeding along the staple line. How was the leak addresse - it was converted to a bypass. Were there any issues experienced with the device in the initial surgical procedure? - no does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. - the surgeon does have that in his mind. He reached out to me to tell me what happened and does believe that there is a problem with the staple formation. He complains that other mdt users do not experience leaks but he is constantly chasing an oozing staple line. Were there other contributing patient factors? Please explain. - none that he is aware of. What was the decision to convert to a bypass? - to help the patient turn into a stable condition.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure, after using 2 green loads the patient returned month later with upper quadrant pain, and cat scan revealed leak, and had to convert her to bypass.